Manufacturer narrative:
Event consists of patient requiring blood transfusion post angiojet therapy. The patient is a (B)(6) male who was admitted on (B)(6) 2011, for a bilateral lower limb extremity limb ischemia. The patient's medical history includes prior intervention in the same vessels, current smoker, peripheral artery disease (pad), hyperlipidemia, and hypertension. It was noted that the patient was on aspirin upon admission. Pre-procedural labs on (B)(6) 2011, included hemoglobin (hgb) = 18.2 g/dl and platelets (plts) = 130. The same day, the patient underwent intervention of the left common and external iliac and right common iliac arteries. Access was obtained through the left and right femoral arteries. The patient was started on catheter directed thrombolysis (cdt) with activase at 0.5 mg/hr and transferred to the ICU. On (B)(6) 2011, the patient returned to the interventional suite and the cdt was discontinued after 21 hours. This was followed by power pulse spray (pps) with an angiojet ultra dvx thrombectomy set (activase 20mg/250cc normal saline) and stent placement x4. The angiojet wait time and run times were not documented. The procedure was concluded with complete patency of the treated vessels. The post-procedural hgb on (B)(6) 2011, was 9.1 g/dl. The physician order the patient to be transfused with 5 units of red blood cells (rbcs) over four days. Discharge hgb (post transfusion) was 10.3 g/dl on (B)(6) 2011. Hospital documentation states that the treating physician found no obvious source of bleeding. The physician noted that the primary physician is following the patient for anemia and leukocytosis. The physician determined the event was related to the procedure but not sure if it was related to the angiojet device. The patient's medical history and the pre-procedural platelets count being below the normal range (150-400) along with the thrombolysis treatments may have contributed to the patient requiring a blood transfusion post-procedure. However, based on the information available, the cause of the patient requiring blood transfusions related to angiojet treatment cannot be conclusively be ruled out and thus this event is considered reportable.

Event description:
Pearl ii: (B)(6) adverse event #1 (bleeding requiring transfusion): a (B)(6) male was admitted on (B)(6) 2011, for a bilateral lower extremity limb ischemia. Relevant medical history was included prior intervention in the same vessels, current smoker, pad and hypertension. It was noted that the patient was on aspirin upon admission. Pre-procedural labs included hgb = 18.2 g/dl and plts 130 on (B)(6) 2011. The same day, the patient underwent intervention of the left common and external iliac and the right common iliac arteries. Access was obtained through the left and right femoral arteries. Patient was started on catheter directed thrombolysis (cdt) with activase at 0.5 mg/hr and transferred to ICU. On (B)(6) 2011, the patient returned to the interventional suite and the cdt was discontinued after 21 hours. This was followed by pps with a dvx catheter (activase 20mg/250cc ns) and stent placement x4. Angiojet wait time and run times were not documented. Procedure was concluded with complete patency of the treated vessels. The post-procedural hgb on (B)(6) 2011, was 9.1 g/dl. The physician ordered the patient to be transfused 5 units of rbcs. Discharge hgb (post transfusions) was 10.3 g/dl on (B)(6) 2011. Documentation states that the treating physician found no obvious source of bleeding. Physician noted that primary md is following the patient for anemia and leukocytosis. Physician documented the event causality as: event related to the procedure: yes, event related to the angiojet: unknown, event related to a drug: unknown.